Manufacturer narrative:
The technical field specialist went to the site to check the system. An accuracy test was performed and the results were within specification. It was discovered that cases were performed with the bed, location board and pt elevated about 30 degrees. The elevation of the bed can be a potential cause of the reported inaccuracies. It was recommended to the site to not elevate the bed, location board or pt. Current labeling states: "the location board pads must be kept bonded onto the table at their original set-up location". "The table arrangement must be identical to its arrangement during system set-up". There have been no further accuracy issues reported from this site.